Manufacturer narrative:
On 10/29/2020, the product investigation was completed. A patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a reddish material in the surface of the pebax sleever. The catheter was observed under microscopy and a hole was observed in the pebax. It was reported that the following events occurred during the procedure: the catheter force reading displayed as "hi", there was "catheter shaft interference," and the force vector would disappear. The catheter was replaced and the issue was resolved. The carto 3 system operated per specs. Device evaluation details: the device was visually inspected, and it was found reddish material in pebax. A hole was found in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, and error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity from the cut to the dome was found, it was determined that the root cause was an internal failure from the cut to the dome. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was confirmed during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was visually inspected, and it was found reddish material in pebax. A hole was subsequently found in the pebax. Then, the magnetic sensor functionality was tested on the carto and the catheter failed--error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. A loss of electrical continuity from the cut to the dome was found, and it was determined that the root cause was an internal failure from the cut to the dome. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was confirmed during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. The complaint could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a reddish material in the surface of the pebax sleever. The catheter was observed under microscopy and a hole was observed in the pebax. It was reported that the following events occurred during the procedure: the catheter force reading displayed as "hi", there was, "catheter shaft interference," and the force vector would disappear. The catheter was replaced and the issue was resolved. The carto 3 system operated per specs. The force issues during the procedure are not MDR reportable. The pebax damage is an MDR reportable issue.